Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient injury reported and the patient condition was good.